Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via wide intrinsic morphology and p-waves. It was determined that the patient's electrolytes were out of range. There were no additional adverse patient effects. The device remains implanted.